Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles/calcification white in the surface of the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior.the fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on posterior side to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional added, "deflation". Device has been explanted.